Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank and frozen display before and after a battery change and the keypad buttons were not responsive. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the display did not return. Further troubleshooting was declined by the customer and they indicated that they would call back later. No further details given.